Manufacturer narrative:
(B)(4). No meter returned for evaluation. Returned test strips evaluated with defect found. Qc investigation completed on 10/9/2017. Returned test strips produced high readings and the event was determined to be reportable. Most likely underlying root cause of high control results are due to open vial for an extended period of time. Test strip UDI# (B)(4).

Event description:
Customer bought strips and the strips in the vial were opened but the box was closed. The test strip lot manufacturer's expiration date is 11/17/2018. The meter memory was not reviewed for previous test result history, no blood glucose test were performed with the vial in discussion. Customer feels well and did not report symptoms. Medical attention is not reported at the time of the call. During the call customer was offered a bottle of strips.